Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The stm indicated that the console was not pushed all the way into the cart and re-seated the cart. The stm observed the battery charging and then performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the a battery charging issue occurred on a cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred; however there was no patient involvement, thus no adverse event was reported.